Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor should be calling vtach but is calling pair pvcs; they stated it is calling beats normal and should be pvcs. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.